Event description:
It was reported that when the t1 was deployed, the t2 was deployed simultaneously. The surgeon removed t1 and t2, and used a same model product to complete the surgery. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device found the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Due to the condition of the returned device the reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. Use arror may have been a contributing factor to the event.